Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 49 mm diameter abdominal aortic aneurysm. The proximal neck diameter was 26 mm, and the proximal neck length was 10 mm. The distal aortic diameter was 21 x 18 mm, somewhat calcified. The right common iliac artery was 11 mm in diameter, increasing to 12 mm. The left common iliac artery was 12 mm in diameter, increasing to 13 mm. The right and left external iliac arteries were both 9+ mm in diameter. It was reported that the patient presented emergently to the ER reporting leg/hip pain. A CT was performed and revealed an occluded contralateral left limb. The occlusion extended up in to the bifurcated stent where the gate and proximal segment of the limb overlap. The physician lysed and used mechanical thrombectomy to dissolve and remove the clot. Two days later the physician placed a 10x57 bare-metal balloon expandable stent in the left limb and a 10x40 cobalt assurant bare-metal balloon expandable stent in the right ipsilateral limb. The stent in the ipsilateral limb was placed prophylactically as the physician felt that stent placed in the contralateral limb could possibly compress the ipsilateral limb, and that stenting the ipsilateral stent would prevent such an outcome. Both stents were then post-dilated in a kissing fashion with two 12x40 balloons from another manufacturer. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).

Event description:
Film review. The small and calcified distal aorta may have contributed. Review of returned films pre-implant revealed that the proximal neck diameter was 25 x 27mm and calcified. The 17 x 20mm distal aorta was ringed with calcification, and the iliacs were also very calcified. Angio images 1- month post-implant showed no flow within the stent graft during retrograde injections. The ipsilateral limb and extension were placed into the right common iliac, and the contra limb into the left iliac. Some stent graft narrowing was seen on the contra/left limb approximately 2cm below the gate. Cta images showed that the contra limb was occluded beginning near the gate; the contrast reconstituted distally beginning at the left external iliac. The ipsilateral limb was patent. Within the distal aorta, the contra limb was seen severely compressed down to 5mm ID; the ipsi limb was 9mm minimum at this location. Both limbs appeared fully opened within the iliacs; bilaterally. It is likely that stent graft placement within the small and calcified distal aorta caused the observed limb compression, which contributed to the contra limb occlusion.

Manufacturer narrative:
Film.

Manufacturer narrative:
(B)(4). Results: stent graft occlusion. Small calcified distal aorta. Cause of occlusion is unknown. Conclusion: stent graft occlusion. Small calcified distal aorta. Cause of occlusion is unknown.